Manufacturer narrative:
Unique identifier (UDI) number added. Correction to contact information. Correction to the PMA / 510k #. Correction to evaluation codes method, result and conclusion. Device evaluation summary: there is no information provided on who serviced/evaluated the ventilator. However, the touchframe printed circuit board (pcb) was returned to medtronic for failure investigation. The pcb was visually inspected and functionally tested with no anomalies observed. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, an 840 ventilator had unresponsive touch screen. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.